Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient (pt) said when they try to charge their ins, they receive a system problem rm03 message. Pt said they take the battery out to reset the controller and it works for a little while but then the message reappears. Patient services (pss) walked pt through removing the battery pack (pt blew into the controller port), plugging the controller into the ac power supply, pt confirmed it powered on. Pss had pt re-insert the battery and confirmed the green light on the controller was flashing (controller 100%, 50%). Pt was able to start recharging with excellent quality. Pt said it would charge for approximately 5-10 minutes previously before displaying the error message. Pt said they had probably seen it appear about 10-15 times within the last 2 weeks. Pt mentioned that they would have to take the controller battery out to reset abut 4-5 times per charging session to get the ins fully recharged. Pt was able to continue charging on the call for several minutes however, pt said the paddle and controller do get hot after awhile while recharging their ins. Pt inspected the recharger telemetry module (rtm) and controller port; pt said they both looked good. An email was sent to the repair department to replace the rtm. No symptoms were reported.

Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n ) revealed the complaint was unable to be verified. Antenna test temp was noted. Device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.